Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator(epg), had no power. The printed circuit board (pcb) was contaminated. It was also determined at analysis that the output connector assembly was broken. The hanger assembly and the upper case were broken. The keypad was delaminated, and the encoder assembly and four knobs were contaminated. The lower case and display were contaminated. The insulator label was missing, and the hanger and two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator(epg), had no power. The epg was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.